Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102523) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "having mucus in my lung which I have to force a cough to get out of my lung several times a day, x-ray confirmed a spot on my lung". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device has not been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event to product problem. (Adverse event and product problem. Was checked in previous MDR) box h1 was changed from to serious injury to no health consequences. Box h6- health effect - impact code was updated.